Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions), h11, d10. It was reported that during use the cs300 intra aortic balloon pump (iabp) emitted a sharp audible alarm. A quick response was taken to the screen, where therapy was observed to be stopped with a system failure notification. There was patient involvement however, no adverse event reported. Attempts were made to silence the alarm and reactivate therapies, but without success as the control panel was disabled. Another console was requested from the coronary care unit. As soon as the new console arrived, the balloon pump was restarted using the analog button. The console was then restarted and powered on properly. Therapy was successfully restarted. Five minutes later, another audible alarm was triggered, and the control panel was locked. The side-mounted ventilator was checked and did not appear overheated upon palpation. Video control of the fault labeled "system failure" was taken and sent. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Due to charcater limit in e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that during use on patient, the cs300 intra aortic balloon pump gave a high pitch audible noise, the screen was viewed and therapy is stopped with a system failure warning. Attempts were maade to silence the alarm and reactivate the therapy, but no success. The device was replced with another console brought from coronary unit and therapy was restarted. After 5minutes again the console generated alarm system failure. There was no injury reported.